Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The eccentric, de novo target lesion with a bend of <=45 degrees was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.00 x 48 synergy drug-eluting stent was advanced for treatment. When the device was removed, it was noted that the tip of the stent was deformed. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.